Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 1 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the patient's therapy, in dwell cycle 1. The caregiver stated, she had cycled power and called the patient's dialysis nurse who instructed her to call baxter. Gts explained the error indicated a large amount of air had entered into the disposable set and that the patient would need to start over with new supplies. Product surveillance contacted the patient's caregiver who verified the supplies were discarded and was unable to provide the lot information. The caregiver stated, the patient started over with new supplies and resumed therapy without any problems. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.